Manufacturer narrative:
Taper ii. Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Explanting physician reports, "leak from lap-band description found to be usual connector leak from port side of the connection." "Port side fracture."